Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: evfxplus-26; product serial number: (B)(6); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a transcatheter aortic valve implantation, upon the fluoroscopic inspection of the valve load, a paddle was identified as being out of the pocket and a valve strut was bent. A new valve was loaded into a new delivery catheter system (dcs) and successfully implanted. The valve was removed from the dcs and it was further noted that a valve strut was observed protruding from the capsule. No patient complications were reported as a result of this event.